Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed and would not open when attempting to recover storage space. While on site, and with supervisor approval, the field service engineer (fse) added a 25-foot bus cable extension to reduce stress on the cable connection to the controller board. Once completed, the hardware was rebooted and tested successfully. The hardware was also tested via the application and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door failed ans was not opening when attempted to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.